Event description:
It was reported that a patient was implanted with an unspecified xience drug eluting stent (des) (B)(6) 2012 for nstemi with a single lesion stenosis of 90% in the ostium of the first diagonal. It was noted that since the procedure, the patient is fully relieved of any anginal chest pain over a year, however, post stent procedure, the patient has been under care for dermatology for an extreme pruritic and total body rash which was diagnosed as severe eczematoid that developed during the weeks following the stent implantation. A skin biopsy (B)(6) 2013 showed the eczematoid with no eosinophilia which may suggest a drug reaction. An allergy skin patch tests (B)(6) 2013 showed significant nickel allergy. The patients pre-existing eczematous dermatitis had been treated with topical cream and oral antihistamine; the patient currently is on per os steroids since (B)(6) 2013 and cortico dependent immunosuppressive therapy has been started in order to wean steroids methotrexate orally since (B)(6) 2013. Additionally, from (B)(6) 2013 a dose of 20 mg po every week for 3 months, the dermatitis causes sores from scratching and socially deleterious discomfort. It is the physicians comment that the patients quality of life is diminished due to the skin condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported device malfunctions or product deficiencies. The reported patient effects hypersensitivity is listed in the xience v, everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.